Event description:
It was reported that during a splenectomy procedure, there were dropping clips. With three successive appliers (2 f4n824 and 1 f4n194), the clips were delivered but wouldn't close and fell into the patient. The clips were removed. Bleedings occurred in unknown quantity but no transfusion was needed. The procedure was converted in laparotomy. The patient is currently fine.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). With 3 successive appliers the clips were delivered but wouldn't close and fell into the patient. The consequences for the patient was a conversion. The clips were removed. Bleedings occured in unknown quantity but no transfusion was needed. The patient is currently fine.